Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review is being conducted of all applicable donor records, mfg records, storage records, distribution records, and pathology reports. A final analysis of all applicable data is pending and our investigation for the reported event is on-going. As we receive any further info, and when our investigation has concluded a supplemental report will be submitted within the applicable time-frame. Results: device used according to labeled indications.

Event description:
Female, workers comp. Pt, age (B)(6), underwent initial acdf surgery at c5-6 on (B)(6) 2010 during which a maintain cervical allograft, providence anterior cervical plate, and providence variable angle screws, were implanted. Pt returned two weeks later and on (B)(6) 2010 first culture from pt's cervical wound was collected. Results from culture were positive for staphylococcus aureus on (B)(6) 2010. On (B)(6) 2010, pt underwent re-surgery (second) during which providence plate and screws, and maintain allograft were removed. Staph infection behind both implants and damage to pt's vertebral end plates were found. Five (5) liters of saline irrigated infected area. Revision (third) surgery occurred on (B)(6) 2010 during which surgeon implanted stryker bone, and cable in the pt while in posterior position. Reportedly pt has no other medical conditions, and had no infections at the time of initial surgery. Pt remained hospitalized until (B)(6) 2010.